Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An in vestigation was performed and the failure analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen (o2) sensor in a 980 ventilator failed calibration. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The se performed calibrations and extended self-testing on the device and all tests passed.